Manufacturer narrative:
Corrected data, supplemental report 03: inadvertently did not include updated explant date.

Event description:
Lead analysis completed. Scanning electron microscopy images of the coils ends verified that the coil ends were cut/torn. Scanning electron microscopy images of the lead coils show pitting or electrode-etching conditions have occurred in the vicinity of the coils cut ends. Though, not conclusive, the most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load - cut leads). Also, scanning electron microscopy images of the connector pin performed at one area showing an opaque/dull appearance show that pitting or electrode-etching conditions have occurred on the connector pin surface. Scanning electron microscopy images of the connector pin surface performed at a second area show the presence of a non smooth surface at this location. The exact reason for this condition is unknown. However, no obvious adverse effect was identified on the device was identified as a result of this condition. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abrasions were noted on the outer silicone tubing at multiple locations. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the cut end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Generator analysis completed. The device was continuously monitored for 25.0 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. The generator was subjected to and completed a final electrical test. The generator is operating within specifications. The battery voltage was 3.037 volts. The data in the diagaccumconsumed memory locations revealed that 91% of the battery capacity remaining. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No other relevant information has been received to date. MFR. Report # 1644487-2019-02038 captures the reported death. MFR. Report # 1644487-2020-00087 captures the corrosion and fluid leaks in the outer and inner tubing wall.

Event description:
The explanted generator and lead were received for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
After further follow up, the date of death and date of device explant were provided. The explanted product has not been received to date. No other relevant information has been received to date.

Event description:
A physician informed a livanova representative that a vns patient had passed away while doing a post mortem. It was later reported by the patient's nursing team that the patient's death was related to sudep. A data download was provided with an interrogation of the explanted device. Based off the data download review, it was confirmed that this generator did not experience any device resets. Additionally, no anomalies or excessive duty cycles were observed within the provided data. No other relevant information has been received to date.